Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 50-year-old female patient underwent an MRI-guided breast biopsy procedure using the visiloc introducer set. Following the procedure, the patient experienced second-degree skin burns. The current status of the patient is unknown.